Event description:
Same case as 2134265-2014-08233 and 2134265-2014-08386. It was reported that automatic pullback failure has occurred. During a procedure to treat an unknown target lesion, a motor drive unit was used. However, automatic pullback failure has occurred and no image was shown. They needed to change a new motor drive unit 5 to complete the procedure. No patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).